Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damage found to the grip or pitch cables. The following additional findings were identified during evaluation: the fenestrated bipolar forceps instrument was found to have damage of the conductor wire¿s insulation. The instrument passed the electrical continuity test. Root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/ n122007270150) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 on system (B)(4), prior to the date of the issue being identified. The alleged instrument had 8 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported because the fenestrated bipolar forceps with the damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a frayed cable. The last known procedure in which the instrument was used was completed with no reported injury intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no patient was involved.